Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure; the customer encountered a non-recoverable fault on the universal surgical manipulator 2 (usm2). The customer disabled the usm2 and recovered the fault to continue the procedure with the remaining usms. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator 2 (usm2) for failure analysis investigation. The unit was analyzed and the reported problem was confirmed but not replicated. In the system logs, the error 319 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing passed within specifications. As a result of these findings, failure analysis concluded that the parallelogram fiber cable was found to be the potential source of the reported failure. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to communication errors due to a faulty rolling loop fiber cable located within the usm. This issue can be resolved by replacing the usm or disabling the affected usm to complete the procedure.